Event description:
Customer reported a temperature alarm occurrence, but there was no adverse impact to the customer's blood glucose level. Customer could not clear the alarm or resume insulin delivery, leading to a decision for the pump to be replaced. Technical support confirmed the need for replacement and arranged for a replacement pump to be shipped, providing the customer with necessary storage and return instructions for the faulty pump.